Manufacturer narrative:
The manufacturing did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. A hypersensitivity reaction like alval can be a post-operative risk for metal on metal (mom) implants in general. Recent experiences within the industry showed such effects with similar products from different mfrs. This kind of reaction is still not fully understood but according to medical experts like dr. (B)(6) such a phenomenon belongs to metal ion dose dependent clinical manifestations. (B)(4). Should additional info become available and / or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the pt underwent total right hip arthroplasty on (B)(6) 2007. The pt experienced pain and a revision surgery was done on (B)(6) 2011 due to alval. During surgery it was noted that the pt had very weak and atrophic bone that he had an anterior and posterior pelvic ring fracture.